Event description:
It was reported that, the rigid video laparoscope exhibited fractured light guide fibers and insufficient brightness. The issue was identified at the time of service. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.